Manufacturer narrative:
(B)(4).

Event description:
The patient expired due to cardiomyopathy but the exact date is unknown. The patient's physician had no additional information. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. During the analysis multiple signs of wear along the lead body were found. The insulation was intact. Furthermore the visual inspection showed multiple explant damages such as deformations of the inner conductor coil, a deformed shock coil and the distal end was found partly pulled out of the ring electrode. No deviations were noted which might have contributed to the clinical event. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.